Manufacturer narrative:
A2) patient age - median age, 82. A3a) patient sex - majority, male (n=59). A3b/a4/a5/a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory data - specific patient/case detail was not provided. D1) exact brand name is unknown; however, this is for a phoenix atherectomy catheter. D1/g) address listed reflects the specification developer. D4/g4/h4) the lot number was not provided, thus the following information is unknown: brand name, model/catalog number, unique ID, expiration date, 510k number and manufacture date. E) although the journal article originated from germany, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, access site injury, hematoma, and pseudoaneurysm are listed as possible complications with use of the phoenix atherectomy catheter. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 27feb2024) ¿use of rotational atherectomy-assisted balloon angioplasty in the treatment of isolated below-the-knee atherosclerotic lesions in patients with chronic limb-threatening ischemia¿. The study retrospectively aimed to evaluate the safety and effectiveness of rotational atherectomy assisted balloon angioplasty (btk-ra) for the treatment of isolated below the knee (btk) atherosclerotic lesions and to compare the outcomes to plain old balloon angioplasty (poba). A total of 96 patients with chronic limb threatening ischemia (ctli) and isolated btk-lesions who underwent poba or btk-ra were enrolled in the study between january 2020 and september 2023. Philips volcano phoenix atherectomy catheters were used during the procedures. Procedural complications included 2 patients that required bailout stenting and 1 access site complication, which encompassed the occurrence of clinical and hemodynamic hematomas and aneurysm spurium. Additionally, at follow-up there were 3 minor amputations and 1 reintervention for target lesion revascularization. Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the philips volcano devices. Additionally, the date of procedure was not listed for these events; therefore, 27feb2024 has been used, the date of publication. Pitoulias, apostolos g.,taneva, gergana t.,avranas, konstantinos,abu bakr, nizar,pitoulias, georgios a.,donas, konstantinos p. 2024. Use of rotational atherectomy-assisted balloon angioplasty in the treatment of isolated below-the-knee atherosclerotic lesions in patients with chronic limb-threatening ischemia journal of clinicalmedicine, 13(5): 1346. This report captures the serious injuries that occurred after use of the phoenix atherectomy catheter. There was no alleged malfunction of any philips volcano devices in use during the procedure.